Event description:
It was reported that the patient experienced syncope.  The presenting electrogram showed intermittent oversensing on the ventricular channel.  The rv lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.